Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the ac power had gone off and the customer had performed a reboot, but the issue still persisted. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was down. A field service engineer (fse) unplugged the battery and confirmed the ac power was running. The battery was old and required replacement. The tower door latches were greased and recovered. The old battery measured 3.4 volts and was replaced. The new battery was tested in hardware test application (hta) and measured 12.59 volts. The system functioned as intended after the field service engineer repaired the device.